Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the right ventricular (rv) lead exhibited decrease in r-wave sensing. The lead was explanted on (B)(6) 2020. The patient previously underwent two lead revisions for unknown reasons. No patient condition or additional information was available.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. Analysis was normal. No lead issues found.